Manufacturer narrative:
The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis with the following findings: the meter and test strips passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the onetouch verio iq meter was displaying an error 1 message. This complaint was classified using the documentation by the customer care advocate (cca). The patient reported 10 minutes prior to the start of the alleged issue, he had symptoms of having a "stomach ache" which he associated with low blood glucose. The patient denied receiving any treatment in response to the alleged symptoms. During the time of troubleshooting, the cca determined it was not the first time the meter had been used. The alleged issue was not resolved with troubleshooting. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
Follow up #1 (01/08/2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on 12/31/2013 with the following findings: the alleged error message could not be reproduced. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.